Event description:
During an endoscopic band ligation procedure, the physician used a cook endoscopy 6 shooter saeed multi-band ligator. Before any of the bands had been deployed, the barrel detached from the endoscope and was located inside the gastrointestinal tract of the patient. The barrel was retrieved from the patient. Several attempts were made in an effort to collect add'l info regarding patient impact and product usage. The complainant did not specify if the patient experienced any adverse effects or required add'l medical procedures due to this event.

Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The MFR and model number of the endoscope used with this device were requested in an attempt to determine if the endoscope used is compatible with this ligator. This info was not provided. This ligator is compatible with endoscopes that have an outer diameter of 8.6mm - 11.3mm only. If the ligator was used with an endoscope that has an outer diameter smaller than 8.6mm, this could have caused the report of barrel detachment. If the barrel is not advanced as far as it will go onto the tip of the endoscope, barrel detachment can occur. The instructions for use advise the user to ensure the barrel is advanced as far as possible onto the tip of the endoscope. The instructions for use direct the user to lubricate the endoscope and exterior portion of the barrel. Barrel detachment can occur if lubricant is allowed inside the barrel before the loading process. The instructions for use caution the user not to place lubricant inside the barrel. A possible contributing factor to barrel detachment includes allowing body fluids to enter the area between the barrel and endoscope. The instructions for use recommend performing a routine endoscope examination to confirm the diagnosis requiring treatment of esophageal varices prior to loading the ligator assembly. If the endoscope is wiped free after the initial check for location of the varices, body fluids in this area can be avoided. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: no corrective action warranted at this time because the report was unable to be verified. The appropriate personnel have been made aware of this type of occurrence in an effort to heighten awareness. The likelihood of this type of occurrence is rare. Customer qa will continue to monitor for complaint trends.